Manufacturer narrative:
D9: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was unable to be confirmed. Log files were not submitted for review. The mobile power unit (mpu), serial (B)(6), was returned to the pleasanton service depot for testing. Visual inspection revealed a conforming capacitor (c5). The unit was connected to a mock circulatory loop for approximately 1 day and no alarms or issues were reproduced. The unit appeared to function as intended. Provided information indicated that the unit had a v-lock connector, the ac power cord did not come loose, and that there were no environmental circumstances affecting ac power. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported by the patient that an external power disconnect alarm on (B)(6) 2025 at 1:21 am while sleeping on wall power. This was confirmed by alarm review on the system controller. A replacement mobile power unit (mpu) was requested. The patient had also reported alarms a few months ago while on wall power, but when asked they had not reoccurred. MFR# 2916596-2025-02604 (alarms that occurred a few months prior).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord. The cord did not come loose. The patients mpu had been identified as part of the march mpu recall. A replacement was issued on (B)(6) 2025. There were no environmental circumstances that would have affected ac power at the time of the event.